Manufacturer narrative:
(B)(6). Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. (B)(4).

Event description:
It was reported that the patient had two burns during a post op visit. An ambient super turbovac wand was used in the procedure. No information was provided to indicate that treatment was required nor were there any further complications reported.